Event description:
Reportedly patient expired after an implant date of 2003, due to unknown reasons. Unknown if pt death is device related. Date of pt's death and implant duration is unknown , therefore, the aware date is used as the occurence date. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.